Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ protector p50 there was foreign matter/coring observed in the vial or fluid path. The following information was provided by the initial reporter. The customer stated: "we discovered rubber particles in the liquid when using a protector on following products: erbitux 500mg/100ml. Rixathon 500mg/50ml."

Event description:
It was reported when using the bd¿ protector p50 there was foreign matter/coring observed in the vial or fluid path. The following information was provided by the initial reporter. The customer stated: "we discovered rubber particles in the liquid when using a protector on following products: erbitux 500mg/100ml, rixathon 500mg/50ml."

Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. A device history review was performed for reported lot 2104126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h10.